Manufacturer narrative:
Concomitant medical products: 5054 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing and low p-waves. The patient experienced dizziness. The lead remains in use. No further patient complications have been reported as a result of this event.